Event description:
It has been reported to co that occlusion balloon deflated unexpectedly before any intervention was completed. The physician inserted the occlusion balloon wire into the pt and inlated the occlusion balloon to 5.5mm to occluded the vessel. The physician was not able to perform any intervention and the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.